Event description:
Upon troubleshooting a "negative pressure" alarm on prismax system, silence button was pressed and machine suddenly turned off. Upon turning it back on, filter sets had to be discarded and treatment restarted on a "new patient" ¿ therefore unable to return the blood prior to filter change, etc. Prismax system and filter changes took approximately one hour, time of which patient did not receive continuous renal replacement therapy (crrt). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Upon troubleshooting a "negative pressure" alarm on prismax system, silence button was pressed and machine suddenly turned off. Upon turning it back on, filter sets had to be discarded and treatment restarted on a "new patient" ¿ therefore unable to return the blood prior to filter change, etc. Prismax system and filter changes took approximately one hour, time of which patient did not receive continuous renal replacement therapy (crrt). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Upon troubleshooting a "negative pressure" alarm on prismax system, silence button was pressed and machine suddenly turned off. Upon turning it back on, filter sets had to be discarded and treatment restarted on a "new patient" ¿ therefore unable to return the blood prior to filter change, etc. Prismax system and filter changes took approximately one hour, time of which patient did not receive continuous renal replacement therapy (crrt). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter for over two and a half years in an attempt to identify the problems and fix the problems.